Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The report states: the femoral adapter bolt failed to thread onto the femoral adapter during revision surgery. There was a reported surgical delay of 20 minutes.